Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2016-10196. It was reported that pericardial effusion with subsequent cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The watchman(tm) access system (was) was positioned in the laa and a 33mm watchman(tm) laa closure device was deployed. Angiography noted that the position was too distal in the anterior lobe. The 33mm watchman closure device was partially recaptured and it was released once again higher in the ostium of the laa. Through contrast medium, the laa was displayed as being closed; the device was successfully implanted. At this point, the patient's blood pressure dropped and then settled a few minutes later at about 58/35mmhg. The transesophageal echocardiogram (tee) showed a pericardial effusion of approximately 10mm. Heparin was half-antagonized with 5,000 i.e. Protamine via IV. For safety reasons, the patient was intubated and ventilated. The patient was then subjected to resuscitation and defibrillation due to ventricular fibrillation. The pericardial puncture was difficult because the patient had to be resuscitated. However, a successful pericardial puncture and drainage was performed and a total of about 500 ml of blood was aspirated. The effusion was still visible in the tee, so an additional 5,000 i.e. Protamine were administered via IV. After about 30 minutes of resuscitation, the patient showed a self-rhythm again. With some catecholamines, ventilation and drainage, the patient was transferred to the heart surgery department of the hospital. The following day the pericardial effusion remained stable. The patient did not require surgery, but they were still ventilated at the time. The patient's condition was stable.